Event description:
Voluntary medwatch report received noted that the left ventricular lead exhibited oversensing which resulted in pacing inhibition. Programming changes were recommended but not yet implemented. No lead intervention was reported. No patient consequences were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5156720 primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.